Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the rep. The cause of the high impedances and loss of stimulation has not been determined. No additional actions/interventions have been taken to resolve the issues. No further information was reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Continuation: product ID 977a275 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient has been sent for a lead revision, as all of the impedances on the resisting leads were high. The rep stated that the patient is having the lead replaced with a paddle lead at the end of (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient has had a loss of stimulation if their left arm. They were unable to turn up battery to perceived stimulation. The ins was interrogated and all electrodes showed > 10,000 ohms. No intervention at this time. The patient was instructed to follow up implanting or managing physician. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
After review, (B)(4) applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.